Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic experiencing muscle stimulation. Upon interrogation, the pulse generator was found in backup vvi mode. A device download was successfully performed and normal device function resumed.